Manufacturer narrative:
Analysis of the implantable catheter (serial # (B)(4)) identified no anomalies. The returned device passed all testing in the laboratory. H6 - eval code-method (B)(4) no longer applies. Eval code-result (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding a patient who was receiving 5 mg/ml of dilaudid at 2.6014 mg/day, 1000 mcg/ml of bupivacaine at 520.3 mcg/day, and 5 mg/ml of fentanyl at 2.6014 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2018, it was reported that the patient experienced nausea and increased pain after a pump refill on (B)(6) 2018. The patient's pump was interrogated by the managing healthcare provider (hcp) and no alarms or stalls were noted. The patient's pump was explanted and replaced on (B)(6) 2018 for prophylactic pump replacement. The issue was considered resolved. The patient's status at the time of the report was "alive-no injury". No further complications were reported. The patient¿s medical history included chronic pain.